Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 5fr sheath hole prior to an interventional ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two proglide devices. The suture of two new proglide devices were successfully pre-placed. The sheath was upsized to a 10fr and the interventional ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patients sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report numbers.